Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the user forcibly handled the endo therapy accessories, which led to k-pipe being detached from k-pipe stopper. As a result, k-lever movement wasn¿t appropriately transferred to forceps elevator. The user can detect the suggested event appropriately by handling the device in accordance with the following instructions for use (operation manual): "inspection of the forceps elevator mechanism : in rare cases, the elevator control lever can move further in the ¿ u¿ direction after the forceps elevator is completely raised for more effective locking of the guidewire. In this case, more resistance may be encountered when operating the elevator control lever. This does not indicate a malfunction. Inspection of the instrument channel and forceps elevator : check the movement of the endotherapy accessory by operating the elevator control lever several times to raise the forceps elevator. Otherwise, the endotherapy accessory may move unexpected directions, and patient injury, bleeding, and/or perforation may result. The user can decrease and prevent the occurrence of the suggested event by handling the device in accordance with instructions for use (operation manual): "using endotherapy accessories : while raising the forceps elevator, do not insert or withdraw the endotherapy accessory with excessive force, open or close the distal end of the endotherapy accessory, or extend the needle of the instrument. This could damage the instrument channel and/or the endotherapy accessory and could cause patient injury, bleeding, and/or perforation. If the endotherapy accessory cannot be inserted or withdrawn, the distal end of the endotherapy accessory cannot be opened or closed, or the needle of the instrument cannot be extended, move the elevator control lever in the opposite direction of the ¿ u¿ direction to lower the forceps elevator."

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The grip was pulled down and a broken stopper pin was found on the body control unit side.

Event description:
Olympus was informed of a report that the elevator was not functioning. There was no patient injury or harm, associated with the problem, reported to olympus.